Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was an attempted implant. During a procedure to replace the patient's chronic s-ICD for an unrelated reason, this device and chronic electrode did not cardiovert the patient during conversion testing and returned an out-of-range shock impedance measurement greater than 400 ohms leading the physician to suspect an insulation issue on the electrode. Both this device and chronic electrode were removed and a new system implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, both products were thoroughly inspected and analyzed. Visual examination of the returned electrode identified an area of damage approximately 13 cm from the terminal pin. The damage was confirmed to be melting in the polyurethane insulation through to the inner cable where one of the two cables was melted open. Electrical testing confirmed all other cables in the lead were electrically continuous. Review of device memory of the returned s-ICD noted an initial normal lead impedance measurement on the day of the replacement but after the high, out-of-range impedance measurement, all subsequent lead measurements were high and out of range. Testing of the s-ICD in the laboratory environment also resulted in impedance measurements of greater than 400 ohms. The device case was removed. Damage to the high voltage capacitor was noted. This damage is consistent with electrical overstress damage due to delivering a shock via a shorted electrode. Analysis confirmed the chronic electrode had become damaged and when a shock was attempted through it, the energy shorted, damaging both the s-ICD and the cable in the electrode. With the available information, bsc concludes that there was no evidence of a malfunction or product-related failure, no deterioration in the characteristics or deficiency in the suitability of the device, or any inaccuracy in product labeling suspected to be a contributory cause of the event. A DHR (device history record) review was performed and no deviation was found.